Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device not indicated for a 10f procedural sheath.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during suture advancement, the knot locked and could not be advanced further. During an attempt to free up the knot, additional pressure was applied to the suture causing the suture to break. The suture was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.